Event description:
It was reported that intermittent malfunction alarms occurred with a pump, specifically identified as malfunction 12-0x2071. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.